Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. After data evaluation, the cse inspected the aliquotter and sample probe. The cse verified that the sample tube was a full draw and that no other tests were affected. The cse checked the reagent delivery and verified that there was no mixing or nonspecific binding issues. The cause of the discordant vancomycin result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant vancomycin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The customer re-spun the sample tube and repeated the test on the same system. The repeat result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.